Manufacturer narrative:
The referenced previous percutaneous lead replacement was reported under medwatch MFR report #2916596-2012-01171. (B)(4). Approximate age of device ¿ 3 years and 4 months. The pump remains in use supporting the patient. The replaced portion of the percutaneous lead was returned for evaluation. Review of the system controller log file did not the reported red heart alarm; however, evaluation of the percutaneous lead identified a breach, which could have caused a pump stop while connected to the power module. Fatigue damage was identified at the metal connector. As a result of the damage, the underlying yellow wire conductor was exposed. The yellow wire represents a redundant wire in motor phase 1. The reported red heart alarm could have occurred as a result of the exposed conductors of the wire contacting the braided shielding when the device was supported by the power module. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, an extended alarm believed to be a red heart alert occurred when the patient was connected to the power module. The patient was asymptomatic. It was noted that wires were exposed at the area of a previous percutaneous lead repair. The system controller event history was reviewed and no red heart alarm events had been captured. An evaluation and possible percutaneous lead repair was requested due to the exposed wires. On (B)(6) 2015, the manufacturer's technical services representative evaluated the patient's percutaneous lead. It was noted that there was a small tear in the heat shrink that was applied during the previous repair. The reported alarms could not be reproduced through manipulation of the percutaneous lead. A continuity test was also performed and the test did not indicate any open wires. There were no functional issues found with the percutaneous lead. A portion of the percutaneous lead was replaced due to the tear in the heat shrink. On (B)(6) 2015, damage was observed during the investigation of the returned portion of the percutaneous lead.